Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and was found to have blade damage at the middle of the blade. One of the blade edges was indented. The blade indentation did cause the cut test failure the cutting edge had corrosion that would have contributed to the blade damage or cutting failure.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument tip was chipped. There was no report of patient involvement.